Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that during a procedure, the blade broke. The procedure was completed successfully without a clinically significant delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: the quality investigation is complete. H2: device not returned, problem is known and understood failure.

Event description:
It was reported that during a procedure, the blade broke. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.